Event description:
Customer called to report a leak underneath the coulter hmx analyzer with autoloader. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and observed a leak at the probe of the instrument. The fse found that the probe wipe block was not properly adjusted and, therefore, not allowing it to move completely during the cleaning cycle. The fse also noticed that the drain line to the needle vent waste chamber was crimped. The fse straightened the drain line and adjusted the probe wipe block. The fse then verified instrument performance to ensure that the services performed effectively resolved the instrument issue.

Manufacturer narrative:
(B)(4).